Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient visited hcp who decided to remove the sensor to alleviate infection. The sensor removal happened on (B)(6) 2023. The hcp would insert a new sensor in the other arm to continue using eversense continuous glucose monitoring (cgm) system. No further information was provided. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site. The patient could not exactly tell when the symptoms began, but said it was probably around (B)(6) 2023. The sensor was inserted on (B)(6) 2023. The patient visited hcp who decided to remove the sensor and insert a new sensor in the other arm. The sensor removal happened on (B)(6) 2023. While opening the insertion site, huge amount of pus came out.